Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis (B)(4): analysis information -- (B)(6) 2017 15:13:14 cst pli# 20 product ID# 37714 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the implantable neurostimulator (ins) is functioning within specifications but has reduced capacity due to {x} overdischarge{s}. [Include if found in analysis] the ins had no telemetry and no output when it was received for analysis. A normal recharge started after {x} physician mode recharge{s} (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient could not charge her implant. The patient believed that this was not a malfunction because she thought that her body naturally discharged batteries, and stated that if she wore a wristwatch without a "moleskin" the battery would deplete in about a month. The patient stated this issue predated her implant and had nothing to do with the device or therapy. The patient saw the reposition antenna screen on the recharger. The patient did not have a patient programmer to assist in troubleshooting, so the patient was sent a recharger antenna to rule out recharger issues. The patient stated her back had been hurting a lot since she fell on ice in the winter. The patient states she has pain in her back because the stimulator is not working. The patient visited her healthcare provider (hcp) and was told to call the ins manufacturer. The patient had last charged the device about a half a month before the call. It was reviewed that if the new antenna does not fix the issue the patient would need to follow up with an healthcare provider (hcp) to get the device checked. Additional information received from the patient reported that they could not charge the stimulator and the back pain is getting worse. The patient reported that they have "trouble with day chores". The patient was sent a replacement antenna but stated that they did not receive it. Additional information received via a manufacturer's representative (rep) stated the patient was scheduled for replacement surgery on (B)(6) 2017. The rep stated the patient's healthcare provider (hcp) wanted the rep to read the ins battery before the surgery. The rep suspected the device was in over-discharge. The patient did not feel stim and there was no communication with either the patient programmer or the clinician programmer. The patient last felt stim about two months previous. It was unknown why the ins charge state was not maintained, but the patient had last recharged in april. It was reviewed that over-discharge status could only be confirmed by interrogating the device after it restarted. Steps for bringing the ins out of over-discharge were reviewed. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pa in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer. It was reported that the implantable neurostimulator went into overdischarge mode on an unknown date, and following restarting the device on (B)(6) 2017, the patient claimed that the implantable neurostimulator would not fully charge and the battery level would deplete too quickly. The patient had a replacement on (B)(6) 2017. The issue was resolved at the time of the report. There were no further complications reported or anticipated.